Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va20njk, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's device is working but that he is getting shocked when he plugs his phone in or touches a plant. This was just reported verbally so there was no action to be done. The healthcare professional advised the patient to turn his device off to see if he was still getting shocked. It was asked but it is unknown if the issue is resolved. The healthcare professional has no further information. No further patient complications are anticipated or expected as a result of this event.